Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found high impedance measurements on the device due to a broken can wire connection. (B)(4) failure. (Event) observed during analysis.